Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 50 mg/dl range at the time of the incident. The customer was at 59 mg/dl at the time of admission. The customer used food and glucose tablets to treat. The customer experienced symptoms such as shaking and loss of fine motor control. The customer was wearing the insulin pump during the incident. The customer stated the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event, but their health care professional disagreed after reviewing pump reports. The pump left auto mode the day before the low as the customer had an empty reservoir and an insulin flow blocked alarm. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.